Event description:
The device was removed as "the old pump had a break in the tubing at the level of the pump platform leading to the outside cylinder". The pump and assembly kit component(s) only were removed and replaced.

Manufacturer narrative:
According to the available info, this penile prosthesis was implanted on 9/16/91. On 10/27/96 only the pump component with an attached connector was removed. The rec'd operative report stated that the, "pump had a break in the tubing at the level of the pump platform leading to the outside cylinder." The pump and connector were rec'd and evaluated by the MFR. A leakage site was observed at the strain relief junction of the serialized outlet. The leakage site was microscopically examined. The inner and outer layer of tubing were separated. The cross sectional surfaces of the separated tubing were rough and irregular, indicating a tubing tear. The tubing was rec'd bent away from the separation site, indicating that this tubing was positioned in a stressful way for a long period of time. Near the leakage site an area of abrasion was noted. Abrasion was also located on the non-serialized tubing. Recreation of the tubing, based on the patterns of abrasion, indicated that while in vivo the serialized and non-serialized tubing were abrading. Based on the rec'd info and qa's examination, qa concludes that the tubing of the serialized outlet tore. This tear was caused by the stress(es) associated with the positioning of the tubing, the abrading tubing, and usage of the device.